Event description:
A review of service data has detected a reportable event. Upon servicing, e-belt sn (B)(4), the e-belt failed the fall-off test. The last pt to use this electrode e-belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation, the belt failed the fall-off test. Investigation revealed the cable connecting ECG c and d to the distribution node (dn) was pulled from the strain relief, which damaged the j704 connector inside the dn. The cause for the pulled cable is strain relief. The root cause of the strain cannot be positively determined, but is likely physical abuse. No adverse event resulted from the damaged cable. The last pt to use this charger did not report any deficiencies.